Event description:
The pt had undergone earlier in the day placement of a spinal cord stimulation implant. The scs tested adequately at the end of the case and all was found to be adequate. In recover, scs found to be non responsive despite repeat attempts at trouble shooting. Discussed with pt, options of observation v/s immediate revision. Pt wished to have spinal cord stimulator battery changed.